Event description:
Phlebotomist was using bd vacutainer eclipse blood collection needle (ref: 38607 500016981, lot: 1274363, exp: 09/30/2026) to collect patient. After collection she pushed the safety device down and did not hear a click. She attempted again to close it to hear the click and the pink safety device fell off the needle completely and she was stuck with the needle resulting in an exposure. FDA safety report ID# (B)(4).